Event description:
The customer reportedly fainted, and when family members tested her blood glucose on the contour next link meter, the reading was 343mg/dl. They called an ambulance and paramedics retested her blood on their meter (type unknown) with a reading of 58mg/dl. The customer was taken to the hospital. She was given treatment to regulate her blood glucose by the paramedics and while she was in the hospital. According to the customer she was given injections. The customer had no remaining strips to return for evaluation. A new meter was sent to her.